Event description:
On (B)(6) 2026, it was reported that dr.(B)(6) returned a silent nite sleep appliance and a new device is being made. Additional information received reported that on 03/16/2025, the button broke on the upper left part of the appliance. The 57-year-old, female patient did not report any injury or the need for medical intervention. She stopped using the device the same day. It is unknown if the event occurred while the patient was sleeping or handling the device. The case number was confirmed as (B)(4).

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).